Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that the numbers on the screen were moving up or down with no input from the user. The customer also reported that the pump alerted low battery alert prior to replace battery alert. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Device passed self test, active current measurement and displacement test. No pump error 53 alarms noted during testing however, pump error 53 found in device history due to software error. No pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 3 and pump error 54 alarm due to software error. Device failed sleep current measurement and long trace displays unexpected battery power loss, problem isolated to electronic assemblies. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.